Event description:
This lead was implanted on (B)(6) 2011 . A call to technical services on 8/17 /11 states that the patient experienced phrenic stimulation during conversion. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).